Manufacturer narrative:
The physician is not alleging a product malfunction caused or contributed to the patient injury and the device was unavailable for evaluation at egs. The physician is unable to confirm whether the tif procedure and/or the hiatal hernia repair caused or contributed to the patient's injury.

Event description:
A patient underwent a concomitant hiatal hernia repair + tif procedure. During the post-op egd, one partial thickness and one full thickness esophageal tear were found just below the diaphragm. Five endoclips were immediately placed to treat the tears. The physician noted the patient's tissue was friable around the location of the tears. A barium swallow was subsequently performed, and a perforation was noted in the same area as the full thickness tear. The perforation was treated laparoscopically.